Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years and 10 months post implant of this 21 mm bioprosthetic aortic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. Subsequently 1 month later the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve due to stenosis and moderate insufficiency.  No additional adverse patient effects were reported.